Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Six photos and one sample device were received for investigation. The reported issue was confirmed in both the photos and sample device, which demonstrated that the device was printed with a size 8.0, but the labeling was printed with 8.5. The investigation attributed this condition to an error during the manufacturing process. A review of manufacturing device history found no discrepancies or anomalies. A notification of this complaint's details was made to manufacturing personnel and complaint information will continue to be monitored.

Event description:
It was reported that before opening the package, the customer noticed the product label on the package read 100/199/085, but the internal diameter of the actual product in the package was 8.0 mm. No adverse patient effects were reported by the customer. It was reported that no further information is available.